Event description:
During a specimen collection, the top popped off and blood splattered on the phlebotomist's clothing, arm, hands and face. Source's blood was not infectious. Review of database indicates this is the only incident with regards to this production lot number.